Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented remotely with their implantable cardioverter defibrillator that exhibited non-sustained right ventricular over-sensing due to post-paced t-wave oversensing. Based on the recommendation from technical services, the clinician planned to monitor the patient. No changes were made. There were no patient consequences.